Event description:
During surgery, one of the screws broke upon insertion and is now stuck in the bone and cannot be retrieved because the head of the screw broke off during insertion.

Manufacturer narrative:
A distributor reported that a surgeon experienced a screw fracture with an unspecified screw from the cabo product family. Upon follow up, no further information was acquired. There are no other details at the time of this report. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components.